Manufacturer narrative:
Submit date: 01/25/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/29/2016 that an issue occurred with a lite glove. Customer reported that there was a split in the light handle cover.

Manufacturer narrative:
During a walkthrough in the actual line to detect potential causes, it was observed that all procedures are being followed accordingly. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed without a sample to evaluate. A device history record review could not be performed because a lot number could not be provided by the customer. Based on previous evaluation on samples reported with a similar condition; a multifunctional team reviewed the complaints and failure modes as part a corrective & preventative action (CAPA) investigation focusing on the potential causes that could cause the reported conditions. For the complaint of a split lite glove upon application, the initial investigation had determined that while the product meets specification and the observed complaint rate is below the dmr requirements, additional testing and review is necessary to take corrective action to further reduce risk as far as possible. Ongoing efforts at this time include review of the material, process parameters, and design. Further investigation is necessary to determine root cause of this issue. The formal investigation action taken to address this condition is an ongoing CAPA that will address the condition and apply corrective actions upon completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The DHR were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. If information is provided in the future, a supplemental report will be issued.